Event description:
Customer reported results on their freestyle flash meter appeared in mmol/l rather than mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.